Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ" written by laurens koonen, md, lotte duit-van den belt, pa, kirsten veenstra, md, and gijs van hellemondt, md published by elsevier arthroplasty today made available online on 4 april 2020 was reviewed. The article's purpose was to discuss 3 cases of late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ. It is noted that 2 cases (B)(6)) involved depuy products and are captured in this complaint. In both cases, cement manufacturer of primary or revision is not identified. (B)(6) is (B)(6) female patient presented with persistent pain after cruciate retaining tka (lcs depuy primary knee construct implanted when patient was (B)(6)) who was revised in 2009 to non-depuy revision knee construct and the lcs metal-backed patellar component left in situ. Revision reason was for pe wear of insert and posterior cruciate ligament insufficiency and no further information available regarding patient reported symptoms. In (B)(6) 2019, nursing home doctor reported patient suffered from progressive knee pain with patient falling frequently. Patient able to achieve 110 degree flexion but lacked 10 degree extension and note of audible squeaking during range of motion. Radiographic examination detected severe metallosis and CT revealed a possible groove in femoral component "probably caused by grinding of the metal-backed patellar component." Patient elected not to have surgical treatment because of her general condition and treated conservatively by nursing home doctor with pain relieve achieved by pain killers.